Event description:
The line was placed in 2005. Two days later the pt went to the ER because the line that was taped down with tegaderm was not visible. The line was found wrapped around the heart and was removed from the femoral artery, in a 2 hour surgery.